Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damage cannula or to determine whether it contributed to the reported doctor visit. No lot release and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported that during the removal of the pod, he noticed the cannula had ripped into pieces and that some of the pieces were still in the tissue. He went to see dr. (B)(6) for this issue. He did not provide any further information regarding his treatment.